Manufacturer narrative:
(B)(4). Investigation summary: the device used in the procedure will not be returned for evaluation. The device history record was reviewed and no anomalies were noted. A review of complaint data was performed and no similar events have been reported in the past 12 months for an mst8 or g08lf. No root cause could be determined from the event information provided.

Event description:
It was reported by the customer after taking samples during a breast biopsy, the user was removing the probe from the probe guide and noticed the guide would rotate. The user was unable to remove the probe due to the slot not being oriented properly. The guide was manually adjusted and as the user was pulling back on the probe she cut her left thumb on the probe. The user was treated in the emergency room where dermbond was applied to the affected area. Per the hospital protocol, the user underwent hiv testing along with additional blood work and the hospital infection control has been notified of the incident.